Manufacturer narrative:
The following devices were also listed in this report: mrh tibial b/plt keel med 2; cat# 64813112; lot# b7s9n, tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0066007h, gmrs extension piece 120mm; cat# 64956120; lot# axy4l, gmrs dist fem comp sml r 65mm; cat# 64952020; lot# dec6h, gmrs extension price 70mm; cat# 64956070; lot# dae2j, mrhk bumper insert - neutral; cat# 64812130; lot# lhf530, gmrs small axle; cat# 64952115; lot# ctd21117, gmrs small femoral bushing; cat# 64952105; lot# lhe836, gmrs small femoral bushing; cat# 64952105; lot# lhe836, mrh tib rot comp xs-xl; cat# 64812100; lot# 120180, mrhk tibial sleeve; cat# 64812140; lot# lhc767, proximal fem comp std; cat# 64951001; lot# c472d, gmrs connection piece 90mm rht; cat# 64956019; lot# ctd18716, delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 61396401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee has been revised due to recurring infection. An above-knee amputation was performed, retaining all proximal femoral components, and implanting a custom prosthesis cap. Usage sheets have been provided, and the rep confirmed that no further information will be available.